Event description:
It was reported that during an unknown procedure, the device was closed on tissue and the device would not fire. There was no other information available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Firing trigger post. The analysis showed that the ats45 device was received with the handle shrouds damaged and the knife and wedges exposed. The device was loaded with a partially fired reload. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components. The firing and clamping trigger post was found damaged and the firing trigger teeth were broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). Batch history review has been completed with no anomalies reported.